Event description:
Per the clinic, the patient experienced a decrease in electrode function, however the issue could not be resolved. The device was explanted on (B)(6), 2014 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed july 25, 2014.

Manufacturer narrative:
(B)(4).